Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test discrepant results were obtained by the customer. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "tested positive but 3 other test confirmed a negative result. Did state that although received a positive result showed 2 lines like all other negative tests taken."

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test discrepant results were obtained by the customer. There was no report of patient impact.(B)(4) the following information was provided by the initial reporter: "tested postive but 3 other test confirmed a negative result. Did state that although recieved a postive result showed 2 lines like all other negative tests taken"

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer tested positive¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿but 3 other tests confirmed a negative result (using different test product)¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. See h.10.